Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular channel. The lead was capped, and the device was explanted. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.